Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cadd prizm vip pump was under-infusion. Patient rn noted residuals left in IV bag at dose end. For 5 days, residuals noted from 105 - 139 mls. Pump registered (B)(4) mls left to infuse. There were no disruptions to infusion; ice packs used; meds prepped under hood. Patient did not receive one dose/ day. Intravenous antibiotic; intermittent pip tazocin. No reported adverse effects.

Manufacturer narrative:
Evaluation results: one cadd-solis vip pump was returned for investigation in good physical condition. The investigator performed a delivery accuracy test and the unit passed the test. The product problem reported by the customer could not be replicated. A root cause for the product problem was therefore not established. Upon further inspection the investigator noted that the downstream occlusion sensor seal was degraded. The expulsor, valves, and downstream occlusion sensor were replaced as a preventive measure. The device was subsequently calibrated and functionally tested. The device passed all functional testing.